Manufacturer narrative:
The field service representative cleaned and readjusted all of the probes. The investigation determined the service actions resolved the issue. Per product labeling, cleaning of the probes should be performed daily as part of operator maintenance.

Manufacturer narrative:
The customer did not have the required special washes installed on the analyzer.

Event description:
There was an allegation of a questionable lithium result from the cobas 6000 c501 module. The initial result was 1.61 mmol/l and was reported outside of the laboratory. On (B)(6) 2021, the repeat results were 0.9 mmol/l and 0.84 mmol/l. The reagent lot number was 520381. The expiration date was requested but was not provided.